Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan otr was explanted due to broken input tubing at pump.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, the corrected event date, and the additional lot number received. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on the strain relief of both exhaust tubes and the longer exhaust tube of the pump. Partial separations within abrasion are noted on the exhaust tube of cylinder #1 and cylinder #2. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. The information received indicated broken input tubing at pump, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no other complaints of this type were reported for lot 2472235. Review of nonconforming reports revealed no nonconformance's with this lot that would have contributed to the reported event. No capas for issues of this type are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.